Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the unit had a touchscreen calibration failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse had to calibrate the touchscreen multiple times; however, the issue was ultimately resolved. The unit passed testing and was returned to service.